Manufacturer narrative:
The nc investigation identified that a partially used box containing carton 038023 (non-fluoride) was stored on the same rack as the fluoride cartons (038600); when the carton was restocked, the box containing cartons 038023 was pulled inadvertently and used for a portion of the production run. DHR was reviewed and no anomalies were identified. During the production run of this batch, the carton was restocked; all photographs of the cartons used during the run reflect the correct carton.

Manufacturer narrative:
It is presumed that containing fluoride when labeled as not containing fluoride could lead to an allergic reaction, causing or contributing to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Multiple unsuccessful attempts were made to obtain the device for evaluation. The investigation is still ongoing and a DHR review is planned. Results will be submitted as they become available.

Event description:
While the customer was using nupro ec polish peppermint fluoride, the box states without fluoride but the prophy cup states with fluoride. The event outcome is unknown as of this MDR evaluation.